Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing an undesired sensation and pain at the ipg site even when the system was off. The physician decided to replace the ipg with a new one which resolved the issue.